Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an issue with three of her infusion sets where the tubing detached near the quick release. The first time, she noticed that her tubing had disconnected while she was asleep followed by high blood glucose level. This happened about three weeks before this report and since then, this had happened two more times in the same location. The site location was her butt and the pump was lying on the bed. The infusion had been in use for two days and the infusions were stored in plastic storage under her bed. She was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to her body. The infusion sets were replaced. No further information available.